Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 02/24/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 02/24/2015 with the following findings: the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump boots to the verify screen with audible and vibratory features. A 24hr duration test was completed with returned battery cap and returned cartridge cap; no power issues were duplicated. He black box shows 2 power on resets r ecorded after a replace battery alarm on 12/04/2014 04:23; deliveries resumed when pump was powered back on at 21:27. No damage found to returned battery cap; it fully attaches to the pump. (B)(6)